Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitor issued an alert for a high out of range shock impedance measurement of 136 ohms. The field representative noted that the impedance has fluctuated between 90 to 120 ohms for the last year. Boston scientific technical services (ts) did advise that it is a single coil lead which may lead to higher impedances. The patient was brought into the office two weeks later where variable shock impedance measurements were noted with arm movements. It was noted that the shock impedance went from 124 ohms to 132 ohms then 117 to 121 ohms. At this time the physician has opted to continue to monitor the patient and no further actions have been taken. Both the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.